Event description:
Customer experienced a previous issue with a misassembled (bent) occluder spring, MDR # 2016493-2007-00007, report filed 3/19/2007. As part of the failure investigation for that event, an x-ray process was designed and validated in order to examine mechanism springs in the customer's other devices without having to open each device. X-ray view of device in this report appeared to show a spring coil possibly bent over the bottom left occluder post. Device was returned to cardinal for further testing. Functional testing was performed with respect to rate accuracy and occlusion pressure; rate accuracy testing showed device to be within specification. The service seal on this device had been broken, indicating that it had been opened outside of the cardinal service depot. A review of the device's history indicates that it was built 7/30/2001. Since the initial build the device had been in once, returned for a software upgrade only. The device was then opened and the lower left side occluder spring was found to be broken at the base of the spring. An examination of the spring found that at least one full coil was missing. The missing piece was not found inside the device when opened. This instrument was manufactured prior to the implementation of corrective and preventive action currently in place to address this issue.